Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, the battery compartment was found to be cracked starting from the threads to the left side of grip pad down to the seal. Moisture was observed in the battery compartment. A leak test was performed and failed due to the battery compartment crack, and unrelated to the original complaint, an audio bolus button leak. The pump was opened and moisture was observed on the force sensor plate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.